Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm/occlusion - unknown timing not confirmed. P-cap or reservoir locked properly in place. Device received with scratched case. Device received with minor scratches to the display window. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that arrow buttons of insulin pump had to be pressed a few times before they respond. Customer stated that there was major scratches on insulin pump and insulin pump had unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.